Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. The guidewire was broken. The guidewire was kinked/buckled. The guidewire was unraveled. Visual analysis of the lead indicated damage at implant. The analyst noted visual inspection found guidewire tip inside the lead tip nose. Destructive analysis was performed and confirmed a piece of guidewire distal end break in lead with its tip was buckled. It appeared pulling to break, and it is not medtronic guidewire./ there is unknown competitor guidewire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the lead was unsuccessful because the guidewire would not pass through the tip of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.